Manufacturer narrative:
According to the facility "the control syringe supposedly doesn't stay connected well enough to the manifold once attached and loosens, therefore causing issues with air bubbles and leaks". Per the facility there is no noted defect in the syringe. Per the facility this occurs before patient use when they are preparing for procedures. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility "the control syringe supposedly doesn't stay connected well enough to the manifold once attached and loosens, therefore causing issues with air bubbles and leaks".